Event description:
Patient received inappropriate therapy due to noise. It was noted that the noise was isolated to the low voltage conductors since there was no noise on the custom rv-svc channel. The rate/sense portion of the lead was capped.

Manufacturer narrative:
No medwatch form was received.